Event description:
During a left ventrical injection, the manifold where the contrast injects through broke apart and pieces shot away from the sterile field. No contamination happened nor any harm to patient or staff / item was replaced without any further issues. FDA safety report ID # (B)(4).